Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity remaining of one and a half year but elective replacement indicator (eri) was declared four months after. Engineering analysis indicated that the device is operating with a current drain at the bin boundary, and it is possible that the pulse generator (pg) current bin may not have matched the programmer current bin for longevity calculations. It is suspected that the device may have switched bins for longevity calculations, resulting in the fluctuating longevity remaining calculations. The device appears to have been operating normally, and has reached eri. This pacemaker was explanted for normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
--